Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a troponin t value of 813 ng/l, which repeated as < 3 ng/l. The second sample initially resulted with a troponin t value of 528 ng/l. The sample was repeated twice, resulting with values of 17.7 ng/l and 19.6 ng/l. The third sample initially resulted with a troponin t value of 367 ng/l. The sample was repeated twice, resulting with values of 12 ng/l and 12.2 ng/l. The fourth sample initially resulted with a troponin t value of 528 ng/l. The sample was repeated twice, resulting with values of 17.7 ng/l and 19.6 ng/l. The fifth sample initially resulted with a troponin t value of 162 ng/l, which repeated as 36.9 ng/l. The troponin t reagent lot number was 419260. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted. The following medwatch fields have been updated: brand name, common device name, procode, device identification, MFR site, PMA/510k.